Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-21324. It was reported the patient experienced an infection throughout the patient¿s scs system site. To address the issue, the physician explanted the scs system.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Inspection of the paddle lead found it was cut as a result of the explant procedure. All segments were tested for continuity and no opens were found. Production records pertinent to packaging and sterility were reviewed for the returned product and no nonconformance's were found.

Event description:
Follow up information identified the patient¿s infection is considered resolved.

Event description:
Follow up information identified the patient was hospitalized and treated with antibiotics.